Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient (pt) who was imp lanted with an implantable neurostimulator (ins). It was reported that the patient had recharging of ins issues in which it was difficult or they were unable to recharge, including communication issues while recharging. The patient said they had trouble charging. The rep was not made aware to help with troubleshooting to see if it really did have an issue. Troubleshooting was not performed and the cause was unknown. The device was replaced and the issue was resolved.